Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump battery was poor and replaced it within 5 days, and reported damage on the pump and the pump was not working as expected. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return was required for mmt-1882.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The power management graph confirmed that the battery depletes faster than expected. Battery cycle 403.0 received the lowbatteryalert (104) on 04/13/2025 15:22:00 faster than expected at 0.01 days. Battery cycle 337.0 received the lowbatteryalert (104) on 03/15/2025 12:51:00 faster than expected at 4.67 days. Battery cycle 316.0 received the lowbatteryalert (104) on 03/10/2025 19:52:00 faster than expected at 0.36 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Cracked battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery charge lasting less than expected (low battery life) is confirmed due to moisture damage on the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.